Manufacturer narrative:
The insulin pump received button error alarm due to corroded keypad traces. The device passed displacement test, basic occlusion test,occlusion test, prime test and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was performed. The device was returned for analysis.